Manufacturer narrative:
(B)(4). Date sent: 6/26/2023 d4: batch # 229c29 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the reload pan partially dislodged from the left proximal side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 229c29, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass. The metallic part of the blue reload gst45b was damaged.